Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the needle button released event. Device # 048422-a was received with the needle release button in the unused position. The needle mechanism functions were tested, but the complaint could not be confirmed. Device # 048422-8 was received with the needle release button in the unlocked position. The needle mechanism functions were tested, but the complaint could not be confirmed.

Event description:
Patient reported that on the most recent date of (B)(6) 2021 the needle button accidently released prior to the completion of the 24-hour period on his v-go 40 device. Patient reported that since he opened his new box of v-go 40 this has occurred 4 different times. Patient reports that he successfully removed and replaced his v-go device at 6 pm last night to his abdomen and at approximately 12 pm today he noticed that the needle button had popped out without him touching the needle release button.